Event description:
It was reported that the patient received inappropriate shocks due to lead noise. The lead remains implanted and will be monitored. The patient was stable before during and after the event.